Manufacturer narrative:
(B)(4). Fa21af software anomaly (defect). Helpline support team reported that the when user try to generate inpen report in carelink system , it generates in english with (mg/dl) even the inpen app has been set with finnish / mmol. "Complaint summary: helpline support team reported that the when user try to generate inpen report in carelink system , it generates in english with (mg/dl) even the inpen app has been set with finnish / mmol.. Investigation/testing summary: we tried to reproduce the issue by generating the reports in carelink system and confirmed that the issue was reproducible. Observed that the inpen reports were getting generated in english with unit mg/dl by default irrespective of the preference which was set by the user. We raised an internal jira ticket with carelink development team for further investigation. The software did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is with the carelink system which was not sending the region and language headers to inpen for reports. Analysis summary: carelink development team confirmed that there is a code fix required to fix the issue and this would be planned for carelink system application version 3.11 release. Esf number: afc code: fa21af software anomaly (defect) software requirement document number: (B)(4) select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported reports from the cl system are showing in mg/dl instead of mmol/l. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will continue to use the device and will not return it for analysis.